Event description:
.

Manufacturer narrative:
Investigation results: during a visual exam of the tubing, a hole was noted in the diaphragm of the tubing. However, testing of the tubing set with the arthroscopy pump used during this event, found that the pressure and flow were maintained without discrepancy. The customer will be contacted by the sales rep for any additional in-servicing needs.